Event description:
It was reported that before the implantation of the defibrillator and lead the patient did not have any fast ventricular events. After the implantation, it was noted the patient had several fast ventricular tachycardia's. The system was removed and replaced due to the suspicion of the algorithms being pro-arrhythmic.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4). Concomitant product: 4296-88 implantable pacing lead 2012 (B)(6).